Event description:
There was an allegation of questionable high sodium results from the cobas pure c 303 analytical unit. One example was provided. The initial high result was 151.9 mmol/l. The repeat low result was 140.7 mmol/l. The low result was believed to be correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number was x9799 with an expiration date of 21-apr-2025. The electrode was replaced but the issue persisted. The customer cleaned the dilution/mixing vessel and the sipper probe. Ise checks, calibration, and qc were performed and were acceptable. No further issues were noted. The investigation did not identify a product problem. The specific cause of the event could not be determined but appeared to be resolved after the service/maintenance actions.